Event description:
Ruptured breast implants. Initial implants 1997. First ruptured implant 2002-left-. Second rupture september -right-. These implants were from inamed -formerly mcghan-. These were marketed as "natural, perfectly natural or anatomical." These implants have to be defective. They should not be rupturing at a rate like this.